Event description:
A device report from (B)(6) indicated a lawyer in (B)(6) reported: patient implanted on unknown date with nflex straight rod was discovered to have the rod broken. It was reported patient experienced pain. Patient returned to operating room on an unknown date and the hardware was removed. No further information is available. This is 2 of 2 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
Device was used for treatment. A review of the device history records revealed this lot met all specifications with no anomalies noted.

Manufacturer narrative:
This device is used for treatment not diagnosis.